Manufacturer narrative:
(B)(4). A partial lead with the connector part measuring 11.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed. (B)(4).

Event description:
It was reported that there was a planned lead revision due to noise. Via x-ray it was observed that the lead was out of place, likely due to twiddler's syndrome. Implantation of new lead was easy and all measurements were good. Patient is in a good clinical condition.